Manufacturer narrative:
The calibration performed on 25-jun-2022 was within specifications. The qc recovery for the date of the event was within the customer's ranges. The alarm trace did not indicate any issues. The sample was discarded. The field service engineer (fse) checked the calibration and alarm trace. He did not find any issues. He inspected the racks and noted the use of inserts. He checked the onboard solutions and did not find any issues. He performed instrument checks and a precision test with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg test system result for one patient sample tested on the cobas e 411 disk. The initial result was not reported outside of the laboratory. The initial result was <1.0 miu/ml with a data flag. The first repeat result was 727.5 miu/ml with a data flag. The second repeat result was 732.6 miu/ml with a data flag. This result was released as 733 miu/ml by the laboratory. This result was consistent with the expected doubling of hcg+b within 48 to 72 hours (after the hcg+b test on (B)(6) 2022) in normal early pregnancy. The reagent lot number is 56667100 with an expiration date of 31-jan-2023.